Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor alarm on alarm history screen was noted. The pump was received with scratched lcd window, cracked display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 420 mg/dl. The customer stated that the pump alarmed during a bolus. The customer stated that the pump was not exposed to a strong magnetic field or MRI. The customer stated that they were unable to rewind the pump. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.